Manufacturer narrative:
Results: root cause unknown, no device returned, no results available since no evaluation performed - device or procedural images not provided for review evaluation. Conclusion: root cause unknown, unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
The physician was using a mo.ma cerebral protection device to treat the carotid artery. The lesion exhibited little calcification and 70% stenosis. No abnormality noted during preparation and inspection of the device prior to use. No difficulty/friction noted when loading the device onto guidewire. No resistance noted between the device and other devices during delivery to the lesion. During the procedure the device could not be inflated. Proximal balloon leakage (bored). The physician positioned the protective filter in the patient`s carotid and by inflating the proximal balloon, he observed that it was leaky, quickly withdrew the entire system and replace by another device that worked correctly with no damage to the patient. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Operational problem - event most likely procedural related, no issues noted during device inspection and preparation prior to use. Deformation problem related to operational context - event most likely procedural related, no issues noted during device inspection and preparation prior to use.

Event description:
Evaluation summary: visual and tactile inspections were performed on the device; a visible cut was found in the proximal balloon. The cut continues with a scratch affecting the shaft. No further issues were found on the luer and shaft. A purging procedure was executed and the leak was evident from the proximal balloon. An attempt was made to inflate the distal balloon, but dry radiopaque liquid obstructed the lumen. A needle was inserted in the distal lumen, near the balloon allowing the balloon inflation. No damages on distal balloon.